Event description:
It was reported that in preparation for a ptca/stenting procedure, while removing the liberte monorail delivery system from the packaging, the proximal stent struts were noticed to be deformed. They were bent backwards. This device was not used on the patient, and there were no patient complications. Another of the same devices was used successfully.

Manufacturer narrative:
Device has not been returned for analysis as of the date of this report.